Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor has display damage. Care groups could be seen on the display, but a red alarm does not have a pop up window and it did not make an overview sound. The device was not in clinical use at the time the issue was discovered. There was no report of an adverse event or patient harm.